Event description:
Sorin group (B)(6) received a report that, during preventive maintenance, the tubing guide of the s5 roller pump moved from its normal position such that the pump head could no longer turn. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group (B)(6) received a report that, during preventive maintenance, the tubing guide of the s5 roller pump moved from its normal position such tha the pump head could no longer turn. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.